Manufacturer narrative:
Date of explant is approximate; exact date not known.

Event description:
It was reported that the patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) following explant of their previous aus due to erosion. There were no additional patient complications related to the erosion. The explanted components are not expected for return. A supplemental report will be filed should additional information be received.